Event description:
The pt informed resmed that his dentist found periodontal bone loss around one of his teeth.

Manufacturer narrative:
Resmed has requested the pt mask to be returned for an engineering investigation. The mask has not yet been returned. Per the pt's dentist, "x-ray examination revealed severe bone loss on the mesial of tooth #8. I am not 100% sure that the CPAP and mask is the cause; however, it could be a contributing factor." The pt has resumed his CPAP therapy using a full face mask. Note: the mirage swift ii user guide contains the warning: "using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist."